Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the infusion set came out of the customer's stomach so the customer changed the set. The customer's blood glucose level was 46 and 326 mg/dl. The customer treated the high blood glucose level with the insulin pump and treated the low blood glucose a candy bar. The customer was advised to call back if problems persisted. Nothing was replaced or returned.